Manufacturer narrative:
H6: investigation summary: photos received for investigation, through visual inspection no scale marking defects were observed. A device history record review for lot 2011076 showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, ten retained samples from the same lot were evaluated, volume and scale marking accuracy were performed and found to be within required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since manufacturing record stablished that all production and quality processes were carried out normally, and tests performed with retained samples are within specification limits, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the scale markings are missing with a bd plastipak¿ sterile luer slip 1ml syringes w/out needle. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a scale marking issue of syringe. According to the customer's report, scale marking positions seem to be defective and vary among syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings are missing with a bd plastipak¿ sterile luer slip 1ml syringes w/out needle. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about a scale marking issue of syringe. According to the customer's report, scale marking positions seem to be defective and vary among syringes.